Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. Device code: 2203 - other: lens damaged, unlabeled. Evaluation results: visual inspection of the lens showed one haptic was torn.

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was damaged prior to implantation. The lens was not implanted and there was no patient injury. The facility stated it is unknown if there was a product malfunction.